Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of over 600 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had a bad battery alert in the alarm history and mentioned that the time and date on their insulin pump was not correct. It is unknown what caused the customers blood glucose to rise, did mention that they had a small heart attack. The customer did not return the product back for analysis.